Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-02306. Related manufacturer reference number:1627487-2022-02303. It was reported that after experiencing multiple falls, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue. An obstruction in the ipg header was noted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.